Manufacturer narrative:
Evaluation summary: the balloon was inflated with residual of radio opaque solution. Negative pressure was applied connecting a manometric syringe to the inflation line port and a leakage was detected. The balloon was inflated till the nominal pressure, a pinhole found on the balloon surface.

Event description:
The physician was attempting to use a reef balloon catheter to treat a lesion. No abnormalities were reported in relation to the anatomy. The device was inspected prior to use and no damage was noted to the packaging. The device was prepped as per the IFU. No embolic protection was used. The physician experienced balloon inflation difficulties. No excessive force was used. The procedure was completed using another reef catheter balloon. No patient symptoms or complications were associated with this event.